Manufacturer narrative:
Information supplied was completed by the manufacturer based on info obtained from the user facility. The user facility has indicated that the device will not be returned to the manufacturer; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.

Event description:
The complainant has reported that a pt (age and gender unk) underwent band ligation for the treatment of grade four esophageal varices by way of a speedband multiple band ligator device. It was reported that the bands would not stay on the varices following their deployment; instead they fell off of the target area. The physician attempted to use a second speedband device without success due to the bands' falling off the varices again. The pt was ultimately sent to receive surgical intervention using unk alternate therapy type. The final condition of the pt was reported to be fine following these events.